Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.